Manufacturer narrative:
Hamilton medical ag ref nr. (B)(4).

Event description:
The following was reported to hamilton medical ag: customer called in for hamilton t1 sn (B)(6), codes corresponded to blower overtemp and ambient mode (others to list). No patient involvement reported. The case has not been reviewed yet by hamilton medical ag, therefore the failure description could not be confirmed yet.

Manufacturer narrative:
Investigation outcome: it was reported the device triggered "codes corresponded to blower overtemp and ambient mode (others to list)." No patient involvement. No device and no log files were provided to hamilton medical ag for investigation. According to the event description, the issue most likely relates to the alarm tf (technical fault) 232006 (blowertemperaturesensordefect) during start-up. When a hamilton ventilator is powered on at the start of the day, users are required to perform a series of pre-use tests before it can be used on a patient. These tests are a standard safety protocol designed to verify that all critical components, including alarms, sensors, circuits, and valves, are functioning correctly. Their purpose is to ensure patient safety by identifying any potential malfunctions before ventilation begins, making them a mandatory step in the device¿s operation. If a ventilator fails to start up, it prevents the execution of these mandatory self-tests and, as a result, will not be cleared for patient use. This means that a startup failure does not pose an immediate risk to a patient, as the device would never be put into operation without passing the required checks. The failure is contained within the pre-use verification process, ensuring that no faulty device is used for patient care. However, this was not confirmed by the customer. Hamilton medical ag has requested further information. However, no further information was received. This case is considered as closed. If further information is received that changes this assessment, a follow-up report will be submitted.